Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle and cap separated. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringe and cap separation."

Manufacturer narrative:
H6: investigation summary customer returned (2) loose 3/10cc syringes. One sample exhibited the hub-needle/shield assembly separated from a barrel with a deformed barrel tip. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause: barrels going into the carousel at an angle and not aligning with the spindle cup. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle and cap separated. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringe and cap separation."